Manufacturer narrative:
April 20-2009. Inratio precision data provided by end-user lot: date: 2009, 1st inr=3.8, 2nd inr=1.9. Inratio meter: mean: 2.9, sd: 1.3, %cv: 47.1. Products will be tested when they are returned.

Event description:
Caller alleged discrepant results (accuracy) as follows: date: 2009, 1st inr=3.8. 2nd inr=1.9.